Manufacturer narrative:
(B)(4). Gore excluder aaa endoprosthesis/rmt231416(lot# 10450488) (B)(4) users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: aneurysm enlargement, endoleak¿. Additional devices implanted on (B)(6) 2013: gore excluder aaa endoprosthesis/plc181200 (lot# 11151645). Gore excluder aaa endoprosthesis/pxc141200 (lot# 10943784).

Event description:
It was reported to gore that on (B)(6) 2013, a patient underwent the placement of gore excluder&#59393;aaa endoprosthesis for abdominal aortic aneurysm. It was reported that the patient experienced a type ii endoleak on (B)(6) 2014 with aneurysm enlargement. The endoleak was embolized on (B)(6) 2016.